Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of the drainage catheter kept in polythene bag. It is not possible to determine the issues from the provided photo as the catheter was kept in polythene bag and hub portion was not visible clearly. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter connector fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using the navarre opti drain. Sometimes post the procedure, the drainage catheter connector allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided ptcd drainage catheter placement procedure using the navarre opti drain. On (B)(6) 2025, it was reported that sometimes post placement procedure, the drainage catheter connector allegedly fractured. The procedure was completed by using another device. There was no reported patient injury.